Event description:
The customer reported that the pacing and defibrillation tests for this device do not pass. This was reported to have occurred in testing and there is therefore no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.